Event description:
During cardiac surgery, it was noticed that the connections between the lines and cannulas on the ab5000 ventricle were backwards.

Manufacturer narrative:
Device involved was discarded by the user facility. Abiomed was made aware of this incident via a letter sent from the facility's risk management office. This letter was received by abiomed on 7/25/2007.